Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer got in the water like he usually did then the pump was off when he went to use it did not turn on no alarms. The customer stated insulin pump had crack near the battery compartment and home screen did not appeared on the display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display due to corrosion and rust just about everywhere inside. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the device where the battery threads are located. Also the serial number label located between the belt clip rails has worn down to a point where it is unreadable, and the sides of the case are scratched. Inserted a test p cap into the retainer ring, and it locked in place properly.